Event description:
It was reported that when the syringe is locked into the pump, clinician is unable to see the syringe well. This led a wrong dose being chosen at the syringe selection screen. There was no information on patient involvement or impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that when the syringe is locked into the pump, clinician is unable to see the syringe well. This led a wrong dose being chosen at the syringe selection screen. There was no information on patient involvement or impact.